Event description:
It was reported by the rep that the (4) tlc75 and the (4) tcr75 were used during a thoracotomy procedure. It was reported that the tlc75 devices had a position with safety lockout. The surgeon fired the stapler and it locked out halfway through firing. The surgeon could not finish the fire or return the handle to the start position. The pt received a hematoma and an extended hosp stay. The rep will contact the surgeon for further details.